Manufacturer narrative:
A product investigation was performed. The investigation of the complaint articles indicates that:the spindle assembly is part of the trial spacer handle, and the handle in conjunction with the spacer are used together to determine implant size for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (per synfix-lr system technique guide 7022-I). One trial spacer handle (part# 389.151, lot# 57000, mfg aug2006) and spindle assembly for trial spacer handle (part# 03.802.151, lot# n76264, mfg may2009) were returned together with the complaint that ¿the handle pin fell out sometime during or after washing of the trial spacer handle, found prior to surgery.¿ there was no reported malfunction of the spindle assembly. Upon receipt of these devices it was seen that the trial spacer handle is missing both dowel pins, there are micro cracks at the surface of the phenolic handle where the dowel pins had been inserted. The spindle assembly for trial spacer handle is in good condition, with no signs of damage. This complaint is confirmed, the design of this device was found to be adequate for the intended use and the risk assessment will be reviewed. The root cause for this complaint is undetermined. Service history review: lot #57000 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number reported as 57000, but no service history review can be reported as it is a invalid lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle pin fell out sometime during or after washing of the trial spacer handle, found prior to surgery. There was no surgery involved as there are two in the set. The sales consultant confirmed that there was no patient involvement and that the issue was found outside the or in the reset room. This is report 1 of 1 for (B)(4).